Manufacturer narrative:
This subcutaneous implantable cardioverter defibrillator (s-ICD) remains implanted, therefore no physical analysis has been completed. Engineering review of the device data determined that between march 21, 2022 and april 12, 2022 the patient's latitude communicator attempted to establish telemetry with this s-ICD; however, it was unsuccessful with beeping tones emitted. Following this unsuccessful telemetry attempt, an atrial fibrillation (af) episode (with misaligned markers) was stored on (B)(6) 2022. Following a software update, the latitude communicator successfully established telemetry with the s-ICD, and the stored af episodes were transmitted to the server and a corresponding red alert was triggered on the website. Analysis confirmed that this s-ICD entered an unexpected state following an unsuccessful telemetry connection with the latitude remote communicator. This device behavior is consistent with a rare phenomenon caused by a transient issue within the device telemetry circuit following an unsuccessful telemetry connection with the latitude remote communicator. When this behavior occurs, the device temporarily operates in a state where firmware processing delays are introduced, resulting in sensed events being intermittently misaligned with the intrinsic r-wave signal. The misalignment results in irregular cardiac cycle interval measurements. The device may interpret the irregular interval measurements as atrial fibrillation and record an af episode with misaligned markers. This transient behavior was resolved following a successful telemetry connection or a device reset. In this case, a timeout reset was subsequently completed, which resolved the issue.

Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) system due to suspected low r-wave amplitudes, oversensing and undersensing. Review of the device data determined the reported observations were attributed to misaligned markers. The device was interrogated again and the device was confirmed to be operating as intended. Additional information was received that this device delivered an inappropriate shock. The device was then reprogrammed back to the secondary vector. This system remains in service. No adverse patient effects were reported.